Event description:
Reporter called on behalf of her father who has received the er1 message on his meter. Reporter thought they had done the test wrong. Reporter's father had a doctors's appointment that day and she took the meter along. Upon testing at the dr's office, they received a blood glucose in the normal range but reporter does not recall result. Reporter's father is borderline diabetic and only checks his blood glucose once amonth prior to visiting his health care professional. Upon review, it was discovered they had expired teststrips.